Event description:
I was hospitalized to have the following issues corrected: pelvic wall deteriorating, incontinence, and bladder and colon prolapse. There were two surgeons performing the surgery - a urogynecologist and a proctologist. The two types of mesh that were used in the surgeries were bard align and boston scientific polyform synthetic mesh. Once the surgery was completed I remained in the hospital for 7 days due to not being able to urinate. I was released from the hospital with a catheter due to still not being able to go. I went back to the doctor after 1 week and he removed the catheter and I was still having issues so I had to use catheters morning and night and most days a couple of times during the day due to still not being able to go. I had to go back for an outpatient surgery to have the pelvic sling corrected and then I was able to urinate on my own. Due to this surgery, I have had pelvic pain during intercourse to the point that my husband and I are no longer having intercourse. I have pelvic and anal spasms, I have recurring infections, I have pelvic pain most days, and I have pains in my hips now. I thought the surgery was my best option of correcting the problems I was having with my bladder and bowels. I did not realize that I would have all of these other issues. I feel that these mesh products should have been tested for the use in women to determine any side effects before actually being used. I have had numerous doctor visits due to issues with these products and the dates are too numerous to list. You can ask my lawyer since they have my medical records.